Manufacturer narrative:
Based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with eight formed staples. These staples were found to be conforming with respect to mfg requirements. Additionally, the instrument was fired with a reload cartridge and fired and formed staples as designed with no difficulties noted. The staple heights and staple formation were also found to be conforming with respect to mfg requirements. Therefore, it appears as if the fragile tissue, as stated in the rep's explanation, contributed to the reported incident. Mfg and engineering have been notified of the reported incident.

Event description:
The device was used during a colostomy. Leakage from the stapled tissue, because the tissue was too fragile to staple. Doctor put overstitch to repair the lesion. There was no consequence to the pt.